Event description:
A power source alert was reported. There was no adverse impact to the customer's blood glucose level. The issue was resolved by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which allowed the pump to begin charging, and no further assistance was required.